Event description:
The patient was hospitalized for elevated blood glucose levels and dka. The patient was also suffering from a stomach virus.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump settings and delivery history was reviewed with the patient's father and confirmed as accurate. Insulin pump therapy was resumed prior to discharge and the patient has continued to use with the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.